Event description:
A nurse at the user facility reports that during intraocular lens (iol) surgery, the posterior capsule tore as the resident was centering the iol. The incision was enlarged to facilitate removal of the lens. The association between this event and the iol is not known. Additional information has been requested.